Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter product ID 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter (B)(4).

Event description:
It was reported that the patient was in the emergency room with a fever, headache and an altered mental status. Because of the symptoms, the physician wanted to aspirate csf (cerebrospinal fluid) from the catheter access port to rule out meningitis. The pump was delivering baclofen. Additional information has been requested, but it was not available as of the date of this report.